Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4501, meniscal cinch¿ ii, batch 15237698, was received for evaluation. Upon visual evaluation, it was noted that the trigger buttons were damaged. The cannula also appeared to be damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device. According to the meniscal cinch¿ ii surgical technique: "advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button." According to dfu-0156-eor0_fmt_en. G. Precautions. 4: "particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism." Refer to investigation photos. Complaint allegation is confirmed.

Event description:
On 16th april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the button was stuck. No knot pusher or cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.